Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:00 was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 570:xxx was found as the last failure before service. Quality engineering has confirmed failure code 570:xxx as the determined problem. The root cause of the failure code was depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 814:00. This event occurred in the central supply area. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.